Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via radiographs and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following; ap films of the bilateral knees demonstrate radiolucency at the bone cement interface of the medial tibial component. Lateral film of the left knee demonstrates moderate joint effusion and femoral notching. Narrowing of the medial and lateral compartments of the left knee suggesting polyethylene wear. Normal overall fit and alignment of the implants. Normal bone quality. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: kne-natural knee ii-bearings-unk, p/n: unk, l/n: unk; kne-natural knee ii-femorals-unk, p/n: unk, l/n: unk; kne-natural knee ii-tibial trays-unk, p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a polyethylene revision has been planned for unknown reasons. However, no revision has been reported to date. Attempts have been made and no further information has been provided.